Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Tasp shim exhibits signs of wear and tear suggesting repeated use. Two ball bearings and the associated spring are missing. This part has a potential field use of over 4 years with an unknown frequency of use. DHR was reviewed and no discrepancies were found. This device is confirmed to have been a part of a previous investigation and corrective action. As part of the corrective action, it was recommended not to use ultrasonic cleaning as a sterilizing technique for this device. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: tibial articular surface provisional shim size cd 12 mm thickness catalog # 42527900302, lot # 62113036, tibial articular surface provisional shim size gh 12 mm thickness catalog # 42527900702, lot # 62357322, tibial articular surface provisional shim size ef 12 mm thickness catalog # 42527900502, lot # 62357317, tibial articular surface provisional shim size cd 11 mm thickness catalog # 42527900301, lot # 62374309, tibial articular surface provisional shim size ef 13 mm thickness catalog # 42527900503 lot # 62394872. The complaint device has been returned a supplemental medwatch 3500a will be submitted upon receipt of completion of investigation if applicable this report is number 1 of 6 mdrs filed for the same patient (reference 0001822565-2017-04850, 0001822565-2017-04851, 0001822565-2017-04852, 0001822565-2017-04853, 0001822565-2017-04854, 0001822565-2017-04856.

Event description:
It was reported that pegs at the top of the shims were missing. The surgeon noticed in surgery the shim was loose inside the articulate surface trial. No patient consequences were reported as a result of the missing shims. Attempts to obtain additional information are in progress however additional information is unavailable at this time.